Manufacturer narrative:
H2, h3: software logs and archives were analyzed. It was determined that this was a known software issue. Previously reported codes b01, c10, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: software version 1.2.0 product ID: 9735736, ubd: unknown , UDI: unknown. A medtronic representative went to the site to test the system. It was found that the system took a long time to reach minimum trace, failed to verify anatomical landmarks and failed to navigate. The system was set to footswitch instead of continuous. The site was given instructions on how to switch to continuous and it solved the issue. Software was returned and it is pending analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery procedure. It was reported that the site called and said they were having issues registering their patient during the procedure. The registration metric would not go lower than 5. It was recommended the user attempt to use both the trace option and 3 point and both options failed. The patient reference frame option was used again and the issue did not resolve. At one point, the points were showing collecting on the back of the head. Cropping a portion of the head did not help with this issue. The surgery was continued without navigation. Surgery was extended for 1hour or longer. No impact to the patient.